Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no no table conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventilator had a loss of communication issue. The ventilator was not in use on a patient at the time of the event. The evaluation and repair of the device has not been completed.